Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. (B)(4). No further follow up is planned. Evaluation summary: a patient reported that the injection button on her humapen luxura device could not be pressed. She experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1111b01, manufactured november 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The call center was able to have the patient successfully prime the device and it was determined that the device was working. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring pen functionality. A complaint history review of this batch did not identify any atypical trends with regard to injection force high. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company with a product complaint and reported adverse events, concerns a (B)(6) female patient of unknown age. Medical history included hypertension and heart disease. There was no previous drug adverse reaction or family drug reaction. Concomitant medication included acarbose, repaglinide and metformin. The patient received insulin lispro protamine suspension 75% / insulin lispro 25% (humalog mix25 ,u300 injection, cartridge) twice daily (22 units in the morning and 22 units at night) via subcutaneous injection with humapen luxura burgundy for the treatment of diabetes mellitus beginning on an unknown date in 2013. On unknown dates, time to onset unknown, the blood glucose was not stable; fasting and postprandial blood glucose were about 17-18 (specific date, units and reference range not provided). It was reported that sometimes when the blood glucose was not stable the patient increased the metformin dose to two tablets three times daily. On (B)(6) 2015, time to onset approximately two years, the patient was hospitalized due to unstable blood glucose (no lab values provided). At the time of this report ((B)(6) 2015) the patient was still in the hospital. On (B)(6) 2015, time to onset approximately two years, the patient was unable to administer the suspect drug because it was hard to push the button on the humapen luxura (product complaint (B)(4), lot number 1111b01). No additional treatment measures were indicated and the event outcomes were not recovered. Therapy with insulin lispro protamine suspension 75% / insulin lispro 25% continued. This report included a suspect humapen luxura device of which the patient was the operator. Training status and general device duration of use were not reported. Specific device duration of use was approximately two years (reported as since 2013). At the time of this report the device was reported to be working properly after online assistance and was not returned. The consumer reporter related the events to the insulin lispro protamine suspension 75% / insulin lispro 25%. The health care provider contact information was unknown and the patient refused to be followed up via phone. This case was lost to follow up. Update 16jun2015: upon review of this case on 16jun2015, the case was open to complete the medwatch fields for regulatory reporting. Update 17jun2015: no new information was reported. No updates made to case. Update 19jun2015: upon review of information received 19jun2015, added product complaint (B)(4). Updated humapen luxura body type and lot number. Narrative was updated. Update 14jul2015: additional information received on 13jul2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company with a product complaint and reported adverse events, concerns a (B)(6) female patient of unknown age. Medical history included hypertension and heart disease. There was no previous drug adverse reaction or family drug reaction. Concomitant medication included acarbose, repaglinide and metformin. The patient received insulin lispro protamine suspension 75% / insulin lispro 25% (humalog mix25 ,u300 injection, cartridge) twice daily (22 units in the morning and 22 units at night) via subcutaneous injection with humapen luxura burgundy for the treatment of diabetes mellitus beginning on an unknown date in 2013. On unknown dates, time to onset unknown, the blood glucose was not stable; fasting and postprandial blood glucose were about 17-18 (specific date, units and reference range not provided). It was reported that sometimes when the blood glucose was not stable the patient increased the metformin dose to two tablets three times daily. On (B)(6) 2015, time to onset approximately two years, the patient was hospitalized due to unstable blood glucose (no lab values provided). At the time of this report ((B)(6) 2015) the patient was still in the hospital. On (B)(6) 2015, time to onset approximately two years, the patient was unable to administer the suspect drug because it was hard to push the button on the humapen luxura (product complaint ((B)(4), lot number 1111b01). No additional treatment measures were indicated and the event outcomes were not recovered. Therapy with insulin lispro protamine suspension 75% / insulin lispro 25% continued. This report included a suspect humapen luxura device of which the patient was the operator. Training status and general device duration of use were not reported. Specific device duration of use was approximately two years (reported as since 2013). At the time of this report the device was reported to be working properly after online assistance and its return was not expected. The consumer reporter related the events to the insulin lispro protamine suspension 75% / insulin lispro 25%. The health care provider contact information was unknown and the patient refused to be followed up via phone. This case was lost to follow up. Update (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was open to complete the medwatch fields for regulatory reporting. Update (B)(6) 2015: no new information was reported. No updates made to case. Update (B)(6) 2015: upon review of information received (B)(6) 2015, added product complaint (B)(4). Updated humapen luxura body type and lot number. Narrative was updated.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is compeleted.